Manufacturer narrative:
Zimvie received one (1) mhlas, (scr replace friction-fit gold & ti abut int hex) for evaluation. A visual evaluation was performed, the screw was fractured at the hex. Threaded piece was not returned. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the hex, threaded piece was not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
It was reported that a screw fractured in the patients mouth in tooth #36. Patient came in for recall appt and had broken screw. The screw (mhlas) fractured and the abutment & screw retained crown came off the implant. Per indicated: surgical/medical intervention required for permanent damage: no additional appointment required: yes, excision of gingiva to remove overgrowth and retorqueing of screw retained crown. Customer called back stated the implant was not affected, screw was removed. Just needs replacement screw.

Event description:
It was reported that a screw fractured in the patients mouth in tooth #36. Patient came in for recall appt and had broken screw. The screw (mhlas) fractured, and the abutment & screw retained crown came off the implant. Additional appointment required for excision of gingiva to remove overgrowth and retorqueing of screw retained crown. Symptoms as a result of the event: loss of restoration. Customer stated the implant was not affected; screw was removed. Just needs replacement screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.